Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was impossible to press the plug deployment button of a 5f exoseal vascular closure device (vcd). Repeated attempts failed. Finally, the device was removed, and manual compression was used. There was no reported patient injury. The patient underwent a follow-up angiogram after cerebral hemorrhage, using the femoral artery route to image the carotid artery. After the exam, the 5f exoseal device was employed. It was advanced at 30¿40° into the non-cordis short sheath until the marker band. The short sheath and device were withdrawn together, observing the flashback indicator. The flow decreased and the indicator window changed from black/white to black/black, and the attempt to press the button was made. The device will be returned for evaluation.

Event description:
As reported, it was impossible to press the plug deployment button of a 5f exoseal vascular closure device (vcd). Repeated attempts failed. Finally, the device was removed, and manual compression was used. There was no reported patient injury. The patient underwent a follow-up angiogram after cerebral hemorrhage, using the femoral artery route to image the carotid artery. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. After the exam, the 5f exoseal device was employed. It was advanced at 30¿40° into the 5f non-cordis short sheath until the marker band. The short sheath and device were withdrawn together, observing the flashback indicator. The flow decreased and the indicator window changed from black/white to black/black, and the attempt to press the button was made. The indicator window did not show any red color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, it was impossible to press the plug deployment button of a 5f exoseal vascular closure device (vcd). Repeated attempts failed. Finally, the device was removed, and manual compression was used. There was no reported patient injury. The patient underwent a follow-up angiogram after cerebral hemorrhage, using the femoral artery route to image the carotid artery. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. After the exam, the 5f exoseal device was employed. It was advanced at 30¿40° into the 5f non cordis short sheath until the marker band. The short sheath and device were withdrawn together, observing the flashback indicator. The flow decreased and the indicator window changed from black/white to black/black, and the attempt to press the button was made. The indicator window did not show any red color during retraction.one non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported.the reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the functional analysis was performed and the lever was able to be depressed, along with expected window change and plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.